Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had high blood glucose level while in the hospital on january 1, 2020. It was stated that the customer went to the hospital for the surgery and not due to high blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 600 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.